Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00730. The reported complaint was confirmed. Data log analysis showed that the system issued an error with the temperature module and electronic patient gas system (epgs). There were no entries for either the epgs or temperature module during this boot up, indicating they were experiencing an issue. Multiple power cycles were performed after the incident, and the errors did not repeat. Logs did not definitively indicate a specific issue with the devices. The manufacturer requested the system 1 network interface card (nic) board back. The board was not able to be returned. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Software data logs were received on 07/29/2015 by the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the user powered on the unit, failure of the temperature module occurred. The device was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.